Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the locking knob on the battery oscillator device was unscrewed. During service and evaluation, it was observed that the coupling tool side was out of specification, the turn knob mechanism was loose, and the set screw was defective. It was also noted that the device failed pre-repair diagnostic tests for general condition, saw blade coupling assessment, and functional test. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.